Event description:
It was reported the pt has been experiencing pain at her upper incision site since the implant. X-rays were performed and the pt will be consulting with the physician on the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.